Event description:
It was reported that helium tanks of the cardiosave intra-aortic balloon pump (iabp) was delivered to customer. When they opened them, took of the white plastic foil around the neck and installed them, customer found out that the helium tanks were empty. It was brand new, from box, but no helium in the bottles.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: 41334. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: repair information not provided.